Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/16/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2012 with the following findings: during investigation, the pump did not recognize the cartridge during the load step and dispensed all the fluid; a 'no cartridge detected' warning was emitted. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number: 2531779-03/24/2010-003-r